Manufacturer narrative:
D6: device not returned with no lot identification. Ligaclip endoscopic rotating multiple clip applier: based upon the inquire info rec'd and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. Each instrument is inspected thoroughly during the mfg process and damage of this nature would be found during inspection and testing of the instrument.

Event description:
It was reported the er320 was used during an unk procedure. It was reported by the affiliate the staples will not hold. There was no consequence to the pt.